Event description:
During a neurovascular procedure, the enterprise stent got stuck in the microcatheter distal part. It was an acom aneurysm. The physician tried to use the enterprise system with prowler plus although, he knows about the compatibility between prowler select plus and enterprise. Additionally, the physician indicated that he prefers the prowler plus because of the softness of the distal tip.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report# 1058196-2009-00297.